Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d10 and h3 were updated.

Manufacturer narrative:
Occupation was lay user/patient the reporter's meter was requested to be returned for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter had an issue with the display of the coaguchek xs meter that could impact the interpretation of results. The reporter stated he cannot read anything on the display due to missing segments. Stated he thought it was due to batteries. After replacing the batteries, the customer found there were still missing segments. A display check was performed and everything was seen clearly. Once the power button was released, the numbers were missing segments again which could impede the reporter's ability to misinterpret a result.